Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips don't appear to close properly, leaving the surgeon unsure that complete occlusion has occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? First firings. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? I believe so. Was there any torquing or twisting of the device present at the time of firing? Maybe a little on some but not all of firings. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.